Event description:
There was no device failure or malfunction reported. This pt was having aneurysm surgery on his descending aorta. An angled straightshot cannula was placed. The surgeon noted that the cannula backed out of the cannulation site. He proceeded to use a dilator and re-inserted the straightshot cannula into the cannulation site. The back wall of the aorta was injured. It was repaired with a single suture and the procedure was completed without additional events. The pt was doing well postoperatively.